Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This being filed for a secondary chordal rupture, without a device malfunction. It was reported that on 7/12/2022, a patient presented with grade 4 functional mitral regurgitation, diabetes positive, and chronic dialysis which contributed to weakened valves. The xtw clip was positioned lateral of a2/p2, upon successfully grasping the leaflets, mr was 1-2+ residual. The clip was reopened to reposition and further reduce the mr. Another successful grasp was made, which did not reduce the mr. Upon opening, a chordal rupture was observed. The secondary chord attached to the anterior leaflet had ruptured. Another successful grasp was made, and again the mr could not be reduced. Additional tissue damage and chordal damage was observed. It was decided to abort the procedure to prevent additional injury to the valve. The mr remained at 4, with the device not implanted. There was no device malfunction, adverse patient sequelae, or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported unspecified tissue injury (chordal rupture) was due to procedural circumstances during the leaflet grasping and challenging anatomy (weakened valve). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances as no specific treatment to the tissue injury was performed. There is no indication of a product quality issue with respect to manufacture, design or labeling.